Event description:
It was reported that the catheter completely plugged up. The customer thought that the catheter was clogged inside the tubing, but the nurse showed that the catheter was actually clogged where the tubing goes into. The catheter was completely clogged with some sort of white substance. Per follow-up response received on 08feb2021, the blockage was in the tubing of the bag where it connects to the catheter. The customer reportedly went to the emergency room to replace the catheter (or) bag because there was no drainage. The catheter (or) bag was in use for 12 days. Also, it was stated that the customer had one bag that was partially clogged. The bag was in use for about a week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter completely got plugged up. The customer thought that the catheter was clogged inside the tubing but a nurse showed that the catheter was actually clogged where the tubing goes into. The catheter was completely clogged with some sort of white substance. Per follow up response received on (B)(6) 2021 the blockage was in the tubing of the bag where it connects to the catheter. The customer reportedly had to go to the emergency room to have the catheter or bag replaced because there was no drainage. The catheter or bag was in use for 12 days. Also stated that the customer had one bag was partially clogged. The bag was in use for about a week.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used sample port connector was received. Visual inspection of the sample noted that the sample port connector seemed to be blocked by calcification or sedimentation from urine upon return. A potential root cause for this failure mode could be due to defective components from the supplier or with contamination. The reported failure was considered as out of the specifications as the reported failure was reproduced. The product was used for treatment. The product caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. To empty bag: a. Remove outlet tube from housing gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, re clamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 5. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 6. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Caution: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Directions for using bard® ez-lok® sampling port: bard® ez-lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter completely plugged up. The customer thought that the catheter was clogged inside the tubing, but the nurse showed that the catheter was actually clogged where the tubing goes into. The catheter was completely clogged with some sort of white substance. Per follow-up response received on (B)(6)2021, the blockage was in the tubing of the bag where it connects to the catheter. The customer reportedly went to the emergency room to replace the catheter (or) bag because there was no drainage. The catheter (or) bag was in use for 12 days. Also, it was stated that the customer had one bag that was partially clogged. The bag was in use for about a week.